Event description:
The patient reportedly, experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged but the problem was not resolved. The center confirmed that the device was performed in 2007. The patient was reimplanted with another advanced bionics cochlear implant